Event description:
It was reported by (B)(4), stryker sales account manager, that the fowler could not be lowered from the raised position. There were no patient involvement or adverse consequences reported.

Manufacturer narrative:
Results: fowler.